Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a cervical conization on (B)(6) 23 when it was reported ¿during the use one operator had a slight burn and the second operator felt an electric shock on contact with the colleague.¿. Further assessment found that the operator did obtain a 1st degree burn on her arm. It was also reported that "had a slight burn (probably she wanted to see the elite handpiece aspiration and she touched the patient)". Nothing was used to treat the burn. It was also confirmed that the second user was not diagnosed with a burn and was not injured, the procedure was completed and the current status of the user is "he is well.". Furthermore, it was confirmed that a plp2020 handpiece caused the incident not the 60-2450-230, system 2450, 230v. The system 2450 will be listed as a concomitant device and no allegation will be written against it. This report shall be written against the second operator obtaining a shock. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a cervical conization on (B)(6) 2023 when it was reported ¿during the use one operator had a slight burn and the second operator felt an electric shock on contact with the colleague.¿. Further assessment found that the operator did obtain a 1st degree burn on her arm. It was also reported that "had a slight burn (probably she wanted to see the elite handpiece aspiration and she touched the patient)". Nothing was used to treat the burn. It was also confirmed that the second user was not diagnosed with a burn and was not injured, the procedure was completed and the current status of the user is "he is well.". Furthermore, it was confirmed that a plp2020 handpiece caused the incident not the 60-2450-230, system 2450, 230v. The system 2450 will be listed as a concomitant device and no allegation will be written against it. This report shall be written against the second operator obtaining a shock. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event could not be verified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000005. Per the instructions for use, the user is advised to inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. Do not activate the instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. We will continue to monitor for trends through the complaint system to assure patient safety.